Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the pads were expired, and the pads could not be used. The customer worked with the philips service representative. The customer needs to replace the expired pads. Based on the information available and the testing conducted, the cause of the reported problem was the pads were expired. The reported issue was only confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer to order replacement pads which bring the device into full operation. No further action at this time.

Event description:
Philips received a complaint on the mrx defibrillator indicating that the pads were expired, and the pads could not be used. There was no reported patient involvement.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the pads were expired, and the pads could not be used. The customer worked with the philips service representative. The customer needs to replace the expired pads. Based on the information available and the testing conducted, the cause of the reported problem was the pads were expired. The reported issue was only confirmed by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time a review of the risk management file was performed and a (a review of the risk management file was performed, and the potential severity of s0.)> has been identified in the risk document.) The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer to order replacement pads which bring the device into full operation. No further action at this time.

Manufacturer narrative:
H3 other text : remote support provided.